Manufacturer narrative:
The 02 tube or hose was shipped out to the customer with no confirmation about replacement of the part. No further information associated with the event can be obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the oxygen or gas supply hose was worn out. The customer reported a problem with the connector tube which has holes in several points. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A replacement oxygen or gas supply hose is currently being processed to be shipped to the customer.